Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
It was reported to olympus that the problem occurred during a laparoscopy procedure. The intended procedure was completed using a different camera head. The procedure was delayed due to the problem. There was no adverse effect to the patient's health attributed to the delay. There was no patient impact and no patient injury that occurred, associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2 and g3. G2 - checked "other" and added the country belgium. G3 - correction to g3 of the initial medwatch. The aware date should be 07-oct-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty cable unit could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was evaluated by olympus. The evaluation found no image was produced and the cause was assigned to a broken cable. The investigation is ongoing and a conclusive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model ch-s400-xz-eb, 4k camera head to olympus for repair due to a report that the cable was likely "defective." Upon inspection and testing of the returned device, it was found that no image was produced. This report is submitted for the malfunction of no image. There was no patient injury, associated with the problem, reported to olympus.